Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was experiencing discomfort at the ipg site described by the patient as heating and in addition is having to recharge two times a week now. Surgical intervention may be pending to address this issue.